Event description:
It was reported that the patient had ineffective stimulation. Reprogramming was unable to resolve the issue. Imaging confirmed lead migration. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Date of event is estimated.